Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from patient alleging respiratory infections while using the device. There is no allegation of serious or permanent harm or injury. Patient was given nasal spray and antibiotics as treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.